Event description:
(B)(4). Headaches, pinching/stabbing pain near in both sides of lower abdomen, fatigue, muscle and joint pain, extreme bloating, light swelling in face and neck, onset of food allergies.